Event description:
The manufacturer received information from customer in reference to a ds2adv auto CPAP with an allegation of push on chamber to connect, water spill. There was no report of serious injury or harm. There is no medical intervention was specified. The device was returned to the third-party service centre. During evaluation observed the pca burn, blower box, iso port and outlet seal contaminated. There was some error code has been identified. The device was scrapped.